Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of functional test failed - engagement to be related to the customer reported complaint. The instrument failed mechanical engagement when placed in the system. An instrument inputs failed to engage with the sterile adapter in multiple attempts. A review of the logs found no errors relating to engagement failures. Additional observation related to the customer reported complaint was also identified: the tenaculum forceps instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument would not engage. The procedure was completed with no reported injury.